Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-18. The patient reported that she was still not getting a good connection with recharger. The patient reported that she did received the adhesive discs but still not helping. The patient reported that the circumstances that led to poor communication was that it just didn¿t stick right. The patient reported that this had been an issue for some time and it had not been resolved. The patient reported that on 2017-08-24 she was getting a non-rechargeable neurostimulator (ins) as a replacement. The patient reported that she was going to try and keep the current device charged until then. No further complications were reported.

Manufacturer narrative:
Event date is an approximation.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient's device was taking a while to charge. They had trouble locating battery when they went to find setting when charging. Trouble since the last 4 months. The patient stated they probably will be taking this battery out and putting a new one in a few months because of the issue with charging. The manufacturing representative was notified. No patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.